Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a high blood glucose level of "high," exact value was not provided. Cause was unknown. A correction bolus was delivered via the pump and a manual injection. Tandem technical support performed a system check and determined that the pump was functioning as intended.